Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been reported. Based on the information provided the patient experienced hernia recurrence as well as infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of ventralex st mesh, patient was diagnosed with infected mesh, pain, erythema, purulent wound drainage, necrosis and underwent mesh removal. Review of manufacturing records confirms product was manufactured to specification. Corrected field: h4 (manufacturing date).

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia, a ventralex st was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia and underwent open repair with implant of ventralex st mesh. Per operative notes ¿the hernia was mobilized and excised. A ventralex st patch was then placed and sutured". (B)(6) 2012 - patient visited hospital for incisional herniorrhaphy wound opening with purulent drainage, erythema and pain. (B)(6) 2012 - patient was diagnosed with infected mesh and underwent partial mesh explant. Per operative notes " there was some pus and necrotic material was noted. The mesh was then and then freed from abdominal wall and incompletely removed". Attorney alleges that the patient had infections, pain and emotional injuries. It was also alleged that the patient had clostridium difficile.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been reported. Based on the information provided the patient experienced hernia recurrence as well as infection. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2012 - the patient underwent surgery for repair of an incisional hernia, a ventralex st was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the recurrent hernia after the ventralex st allegedly failed and to remove the ventralex st, which was infected. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.